Event description:
It was reported that the 9800 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable connection was checked during the service call. The system was tested and found to be working as intended and put back into service.